Event description:
On (B)(6) 2026, a paramedic crew staff with two paramedics and one trainee were responding to a long-term care facility for a medical emergency. The crew responded in a "chase truck" style response and would meet the ambulance on scene. The als crew made patient contact at 21:48:16. The lifepak 35 3-lead ECG was applied at 21:51:56 following completion of the monitor start-up procedure. The crew would have a 3-lead tracing throughout the first several minutes of the patient contact, even obtaining a 12-lead ECG that printed out at the bedside. The 12-lead ECG would later be found to not have recorded and was not on the data transfer at the completion of the call. From 22:02:26 to the patient going into cardiac arrest at 22:09, the crew had difficulty obtaining an accurate 3-lead tracing despite checking electrode placement. Upon the patient going into cardiac arrest, manual CPR, ventilation, and other als care was initiated per protocol. Therapy pads that were pre-connected to the lifepak 35 were connected to the patient in the standard orientation based on manufacturer recommendations and as shown on the therapy pads illustration at 22:10:09. The patient remained attached to the 3-lead ECG as well as the therapy pads. The crew would see a tracing of an ECG until all tracings were lost at 22:10:46, briefly coming back about 30-seconds later, and then be lost for the duration of the resuscitation and transport to the emergency department. The crew attempted a second set of therapy pads without a cardiac tracing being detected. The lifepak 35 continued to display a "lead disconnected" message. An AED from the bls (basic life support) ambulance was then applied, which advised "no shock advised." Throufghout this period, the three-lead ECG and therapy pads remained physically attached to the patient, and all monitor cable connections were verified. The patient arrived at the emergency department at 22:12:27. An internal investigation and review of the patient care report began the following morning. Viewing the pco file through lifepak's "code stat reviewer" showed CPR and impedance up until the crew lost the ECG tracing at approximately 22:11:30. Field crews have reported similar events, and corresponding reports was submitted to the FDA via the online form 3500 process.